Event description:
(B)(6) - the dealer reported that the barpkgivc-1633 electric bed head and foot sections were functioning intermittently, and the pendant wires were sparking. There was no patient injury reported.